Event description:
A customer reported an issue with their continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information for a complete pump reset, guiding them through the process. After the reset, the error was resolved, and the customer successfully started a new sensor session.